Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd may 2026, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, during the insertion to the bone hole, the anchor part broke. This was detected during use in an aclr procedure on (B)(6) 2026. The procedure was completed successfully by using a product of another manufacturer (interference screw, details unknown). No significant surgery delay reported. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is hard.